Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced seizure and was found on the floor by her boyfriend who administered glucagon. The continuous glucose monitor was reading 80 mg/dl and the blood glucose reading was 50 mg/dl. At the time of the report, the patient was fine. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.